Event description:
It was reported that there was oversensing of the p waves in the ventricular channel resulting in a 2:1 atrioventricular block. It was further reported that the y adaptor was used to connect the left and right ventricular leads to the implantable pulse generator(ipg) and pace both leads. The device, adaptor, and lv lead were removed and replaced with a bi-ventricular pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead, (B)(6) 2013; 2872 adaptor, (B)(6) 2013; 4574 implantable pacing lead, (B)(6) 2013. (B)(4).